Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked after being dropped, resulting in an inability to slide to unlock and preventing normal device operation; a replacement device was arranged and the user transitioned to multiple daily injections and continued cgm use via the dexcom g7 app. Symptoms included no reported adverse health effects. Outcomes included temporary interruption of pump therapy with use of alternative therapy until replacement. Investigation included customer service troubleshooting and review of the reported physical damage. Investigation of this device revealed damage to the display/touch interface consistent with user-induced physical impact, rendering the screen nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental drop, not a device malfunction.